Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier was not working and failed to recognize user fingerprint, which located on mib anes 10. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a fingerprint reader was failed. A field service engineer fse found that the station was offline for remote support service. The fse rebooted the station after which the rss was functioning properly. The engineer removed the bio ID and reseated all connections. The fingerprint reader was tested in the hardware testing application and passed all tests. The customer verified proper operation by logging in multiple times without any issues. The system functioned as intended after the field service engineer had repaired the device.